Event description:
Two cases carotid surgery. Bioglue used at carotid anastomoses. Both patients got infections at carotid area. This report represents the second of the two patients. Patient revision or today. (B)(4). Notes via doctor: "male, (B)(6), operation (B)(6) 2017 (longitudinal tea with bovine pericardium patch for asymptomatic stenosis) admission with putrid secretion from lower wound edge (B)(6) 2017 (leucocytes 12,7, crp 0,27) first culture showed coagulase negative staph. Surgical exploration: (B)(6) 2017, debridement, vaculta with disinfectant rinsing solution. Grains of bioglue in wound."

Manufacturer narrative:
Two cases carotid surgery. Bioglue used at carotid anastomoses. Both patients got infections at carotid area. This report represents the second of the two patients. Patient revision or today. Bg3502-5-g. Notes via doctor: "male, (B)(6), operation (B)(6) 2017 (longitudinal tea with bovine pericardium patch for asymptomatic stenosis) admission with putride secretion from lower wound edge (B)(6) 2017 (leucocytes 12,7, crp 0,27)first culture showed coagulase negative staph. Surgical exploration: (B)(6) 2017, debridement, vaculta with disinfectant rinsing solution. Grains of bioglue in wound." The lot number was initially reported from the hospital as 16mgv031. However, this lot number does not match the product code of bg3502-5-g that was provided by the hospital. Attempts were made to obtain the lot number from the operating room staff, but no correct lot number could be found. A query of shipping records for the six months prior to implant did not reveal any units of bg3502-5-g shipped to the user facility. On (B)(6) 2017 a (B)(6) year-old male underwent a longitudinal tea with bovine pericardium patch for asymptomatic stenosis. The patient was readmitted on (B)(6) 2017 with putride secretion from lower wound edge, leucocytes 12.7 crp 0.27. The first culture showed coagulase negative staph. (B)(6) 2017 the surgeon performed surgical exploration including debridement, vaculta with disinfectant rinsing solution. The surgeon stated, ¿in my opinion this is not a problem of bacterial infection but some kind of ¿foreign body rejection¿ or whatever you want to name it.¿ foreign body reactions have been reported in the literature with the use of bioglue. Coselli et al. Found 2.6% of bioglue patients developed inflammatory, immune systemic allergic reaction (coselli 2003). The instructions for use list inflammatory and immune response as possible adverse incidents. Coagulase negative staph. Is a common commensal organism found on the skin and is rarely associated with infection. The reported laboratory results of total leucocyte count of 12.7k and crp 0.27 are not suggestive of a systemic infection. Furthermore, because bioglue undergoes a validated terminal sterilization process it is unlikely an infection would be related to the product. The reported event is consistent with a foreign body inflammatory response to bioglue. Such responses are not unexpected and adequate precautions and warnings are provided in the IFU. The instructions for use (IFU) state: ¿bioglue is not for patients with known sensitivity to materials of bovine origin.¿ "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals.¿

Event description:
Two cases carotid surgery. Bioglue used at carotid anastomoses. Both patients got infections at carotid area. This report represents the second of the two patients. Patient revision or today. Bg3502-5-g. Notes via doctor: "male, (B)(6), operation (B)(6) 2017 (longitudinal tea with bovine pericardium patch for asymptomatic stenosis) admission with putride secretion from lower wound edge (B)(6) 2017 (leucocytes 12,7, crp 0,27) first culture showed coagulase negative staph. Surgical exploration: (B)(6) 2017, debridement, vaculta with disinfectant rinsing solution. Grains of bioglue in wound."